Event description:
The customer reported that the provue had a barcode misread. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the camera was not secure. The fe secured the camera and performed all camera adjustments. Repairs and adjustments have returned the instrument to expected operation. (B)(4).